Manufacturer narrative:
Local service department checked the subject device and found that the phenomenon occurred due to failure of the circuit board for the pressure sensor. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that it was caused by the failure of the internal sensor. Since 6 years and 11 months have passed since the subject device was manufactured, it was considered that the internal sensor failed due to aged deterioration.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus, it was found that the device gave an error alarm when staring up. There was no report of patient injury associated with the event.